Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 09/02/2016, that on (B)(6) 2016, the patient experienced a hyperglycemic event. Patient's husband found her unconscious and called an ambulance. The patient went to the hospital and was treated with 20 units of insulin. Patient was not using the continuous glucose monitoring system at the time of the event. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.